Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. A guide wire crossed the lesion and the 2.5x15 mm trek balloon dilatation catheter was advanced with resistance with the anatomy and was used for pre-dilatation. The balloon ruptured at 12 atmospheres so a 2.5x8 mm nc trek neo balloon was advanced without resistance and inflated but it did not dilate the lesion well enough due to the calcification. There was no inflation issue. Therefore, a non-abbott balloon was used for pre-dilatation. Then a 3.0x18 mm xience skypoint stent was implanted to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.